Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they had shoulder surgery approximately two months prior. The patient indicated that after the shoulder surgery, the bandages were torn off and they felt the device migrated out of the pocket. The area around the device was painful and they could not lift up their arm. The patient was concerned that the device or leads could have been damaged and thinks there is a "leak in the wire". Per the patient, the hospital staff has told them that this is all hallucinations from the oxycontin following the shoulder surgery. Follow-up was attempted; however, no additional information could be obtained. The device and leads remain in use. No further patient complications have been reported as a result of this event.